Event description:
Boston scientific received information that during a routine pulse generator change out this lead displayed high, out of range pacing impedance measurements and noise when connected to a new pulse generator. A technical services consultant discussed with the local field representative (fr) that the clinical observations seemed to be a result of a connection issue. The fr stated that the connections checked out ok. When measured through the pacing systems analyzer, the impedances were normal. A second device was attempted with the same results. It was at that time, a lead fracture was determined to have been the cause of the clinical observations. The lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.